Event description:
A customer reported experiencing a recurring issue with cartridges from two different lot numbers over the past six months. During the incidents, the customer's blood glucose level exceeded 300 mg/dl but did not surpass 500 mg/dl. The customer identified a potential leak around the o-ring and successfully resumed insulin therapy by changing the cartridge. Despite requesting replacements for all five boxes due to discomfort in using them, approval was granted to replace only two boxes. The customer was informed of this resolution, though they were not fully satisfied.